Event description:
It was reported via international mm facility that a "vertical crack in the outer cannula" was detected on one (1), size 10lpc, low pressure cuffed tracheostomy tube. This was detected after approximately five (5) days usage. There was one (1) patient involved with no reported patient injury. Information regarding device usage and maintenance was unavailable. One 10lpc outer cannula was returned to the manufacturer for analysis and investigation on 09/15/97. Device evaluation results are recorded on section h. Of this report.